Manufacturer narrative:
Siemens healthcare diagnostics inc. Filed the initial MDR (2432235-2016-00053) on february 4, 2016. January 29, 2016, additional information: a siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the customer site to determine the cause of the incorrect sample identification (sid) number being assigned to one patient sample on the advia 2120i with single aspirate autosampler instrument. The fse verified the barcode reader alignment and confirmed that the read accuracy was at 100%. The instrument was returned to the customer for use. The cause of the incorrect sample identification (sid) number being assigned to one patient sample on the advia 2120i with single aspirate autosampler instrument is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Investigation by the customer discovered that the sample identification (sid) number (B)(6) was run on (B)(6) 2016 but had no demographics associated with it and was awaiting further information. This sid number should not have been reached until (B)(6) 2016. Siemens healthcare diagnostics inc. Is investigating the event.

Event description:
On (B)(6) 2016, the customer found a patient sample with a sample identification number (sid) of (B)(6) on the advia 2120i with single aspirate autosampler instrument. This sample had no demographics associated with it. When a sample with the same sid was linked up from the instrument, a delta check failure occurred and no results were released to the physician. There are no known reports of patient intervention or adverse health consequences due to the barcode mis-read on the advia 2120i with single aspirate autosampler instrument.